Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an atrial pacing impedance measurement greater than 3000 ohms which triggered the lead safety switch (lss) switching the configuration from bipolar to unipolar. Atrial noise and oversensing occurred which resulted in a signal artifact monitor (sam) event that disabled the minute ventilation (mv) sensor. Additionally, atrial tachycardia response (atr) events were inappropriately stored due to the oversensed noise. Occasional farfield r-wave oversensing (ffrwos) was visible on the presenting electrogram. The clinical observations were documented, and further in office review was recommended. No adverse patient effects were reported.